Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported the patient was admitted to the hospital for unrelated issue. The patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the patient underwent right heart catheterization on (B)(6) 2018 where the sensor was recalibrated by 16.3 mmhg. Patient is stable and accurate readings were observed under the manufacturer's patient care network database.